Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported that it wasn't working well with getting a relief. The patient stated that they had called the doctor's office 2 weeks ago and they had changed programs, and it seemed to not work well from right after they first change the program, 2 weeks ago. The patient also mentioned that when they first initially got it, it worked 100 percent. The patient also mentioned that it felt closer to the surface of the skin, than when they first had it put in, it seemed a lot deeper. The agent walked the patient through connecting to the ins and reviewed increasing stimulation. The patient was able to connect to the ins and increase stimulation to a comfortable level on the bike seat area. The patient agreed to monitor the issue and was redirected to the doctor to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp declined to respond to the steps taken/will be taken towards event resolution, however they did indicate that the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.